Manufacturer narrative:
Concomitant medical products: d224trk crt-d, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right atrial (ra) lead had a possible fracture. The ra lead also exhibited no capture and high impedance. The lead was partially removed and replaced. It was noted that the patient experienced pacemaker syndrome. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.